Event description:
The user facility reported that the gastrointestinal videoscope had liquid leaks at the cable tube and switch 1, found during preparation for use. There was no patient or user injury reported. During inspection and testing, service found the endoscopic image was blurred. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector . Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use. Warnings and cautions. During the device evaluation, service found the specified resolving power was not obtained. Additionally, the objective lens was scratched. The video connector was damaged, the video cable and cable protector were cut, and the light guide connector was deformed. The insulation resistance value at the distal end did not meet specifications due to chip on the camera cover (c-cover). The bending angle in the up direction did not meet specifications due to wear of the angle wire. The play of the up/down control knob was out of specifications due to wear of the angle wire. The connecting tube had discoloration and the coating was peeling. The suction cylinder was deformed, and switch 1 was damaged. The universal cord was dented, and the coating was peeling. The adhesive on the bending cover (a-rubber) was worn. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.